Event description:
While monitoring the heart rhythm of a patient (age & gender unknown) the device inappropriately shut down. Complainant did not indicate that there was any adverse affect to the patient due to the reported malfunction. No adverse effect to the patient due to the reported malfunction.